Event description:
It was reported the battery door of the epg (external pulse generator) does not function properly, and the covers are cracked and broken. The epg function seemed to be normal. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the battery drawer does not close. It was also noted that the upper and lower cases were broken, both bail covers were missing, the ring cover was broken, three case screws were missing, the battery contacts were compressed, both bails were missing, the ring was missing, the battery drawer was damaged, the keyboard was scratched and the battery drawer o-ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.